Manufacturer narrative:
The instrument was intermittently generating erratically low na, k, and cl qc results. A field service engineer (fse) was dispatched: the fse cleaned the ise module and found a pinched tube 14 underneath the ratio pump. After servicing the instrument, precision testing passed specifications. Although the fse addressed hardware issue, a clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittent erratic sodium (na), potassium (k), and chloride (cl), results generated by the unicel dxc 800 pro synchron clinical systems. Customer indicated that when the anion gap was low, the sample was repeated on the other instrument and the results from the other instrument were reported. Actual results were not supplied. The results were not reported out of the lab. Patient treatment was not affected.